Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided (customer provided normal range is 0 to 5 ng/l): on (B)(6) 2023 at 0601 = 3.97, on (B)(6) /203 at 0700 = 2.83, on (B)(6) 2023 at 0804 = 156.63, on (B)(6) 2023 at 0831 = 3.08 . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit lot 53371ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that lot 53371ud00 performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with lot 53371ud00 and the complaint issue. In-house accuracy testing was completed using panels which mimic patient samples with a retained kit of lot 53371ud00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent lot 53371ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided (customer provided normal range is 0 to 5 ng/l): (B)(6) 2023 at 0601 = 3.97. (B)(6) 2023 at 0700 = 2.83. (B)(6) 2023 at 0804 = 156.63. (B)(6) 2023 at 0831 = 3.08 . No impact to patient management was reported.